Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the infusion history that appeared erased was confirmed. The external and internal inspection was unable to be performed due to no devices being returned for investigation. A bd consultant identified that the clinician selected a drug with a different drug ID and the system treated the programming as a new drug event. Between 1:52 pm and 1:54 pm the unit was selected, the syringe type was bd plastipak 50 ml, drugid 472 suspected to be ¿hydromorphone custom¿ was programmed for a pca only infusion with a vtbi of 47.1674 ml, and the infusion started. At 4:55 pm the unit was selected, the syringe type was changed to bd plastipak 50 ml, (drugid 477) suspected to be ¿hydromorphone¿ was programmed for a pca only infusion with a vtbi of 49.7845 ml, and the infusion started. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. There was patient involvement with no harm. Root cause: the root cause for the reported infusion history that appeared erased was identified due to a user error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
On (B)(6) 2025, during a patient controlled analgesia (pca) infusion of hydromorphone, a clinician reported that infusion history from 07:15 to 16:55 appeared erased when replacing the medication cartridge at 16:55. A preliminary review by a bd interoperability consultant confirmed that the initial syringe was programmed using guardrails hydromorphone custom (drug ID (B)(4)). When the second syringe was installed, the clinician selected guardrails hydromorphone (drug ID (B)(4)). Because the drug ID changed between cartridges, the system behaved as designed and treated the programming as a new drug event, which clears the prior infusion history. Customer confirmed no adverse event occurred and confirmed event was attributed to a guardrails workflow issue. There was patient involvement with no harm.